Manufacturer narrative:
Block b3: approximated to march 1, 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a04 captures the reportable event of bands damage/defective. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Correction: block d4 (model number) and block e1 (initial reporter title). Block h11: the speedband superview super 7 was not returned; however, during media analysis, the photo attached showed the ligator housing with all bands on it, some of them overlapped, and one of them was broken. Additionally, the ligator housing teeth were also bent. No problems with the device were noted. The reported event of bands damaged and bands unable to deploy can be confirmed. Based on the event description and information provided by the customer, there is not enough evidence to determine whether the reported problems were due to the physician's manipulation during the device preparation or were related to a device malfunction. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established

Event description:
Note: this report pertains to one of two speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy procedure performed on an unknown date, for the treatment of esophageal varices. During preparation, upon opening the package, it was found that the light color band was wrapped entirely around the rest of the blue bands on the ligator cap. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy procedure performed on an unknown date, for the treatment of esophageal varices. During preparation, upon opening the package, it was found that the light color band was wrapped entirely around the rest of the blue bands on the ligator cap. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to march 1, 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a04 captures the reportable event of bands damage/defective. Imdrf device code a050501 captures the reportable event of bands unable to deploy.